Event description:
Litigation alleged the patient suffered pain, discomfort, soreness, malaise, swelling, decreased mobility, damage to surrounding bone and tissue and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 4/2/2015- ppd with medical records for both hip revisions received. Upon revision of the patient's left hip, metallosis, metal debris, burnishing on the trunnion, osteophytes, and cloudy fluid were noted. Upon revision of the right hip, a pseudotumor/pseudocyst with green chalky material, metallic wear debris, and burnishing of the femoral neck were noted. Both stems remained in situ. The left stem and right stem and sleeve are being added to the complaint. This complaint was updated on 04/09/15.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleged the patient suffered pain, discomfort, soreness, malaise, swelling, decreased mobility, damage to surrounding bone and tissue and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. Update 1/22/13 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 10/29/2013 - sales rep reported revision surgery for right hip. Patient was revised to address implant loosening, pain, osteolysis, and elevated metal ions. There is no new additional information that would affect the investigation. Update rec'd 23 apr 2014: dor for left hip, patient's age, weight, activity level, PMA/510k number, sale rep details, surgeon, each product's construct type, common name and brand name, hospital. Relevant test/lab data, complaint category - product related, additional taper sleeve. Hospital: (B)(6). Unable to enter into complainant information section due to complaint being legal.

Event description:
Litigation alleged the patient suffered pain, discomfort, soreness, malaise, swelling, decreased mobility, damage to surrounding bone and tissue and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. **update** 1/22/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2013 - sales rep reported revision surgery for right hip. Patient was revised to address implant loosening, pain, osteolysis, and elevated metal ions. There is no new additional information that would affect the investigation.